Event description:
It was reported that before a procedure, a bone pin was found bent. Backup bone pins were available.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was not made available to the designated complaint unit for investigation. Thus, visual and functional inspection could not be performed. The field report noted that two bone pins were bent. The other bone pin was investigated under (B)(4). A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 13 prior similar events. We were not able to confirm there was a relationship established between the reported event and the device and the root cause could not be determined. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal. The navio system for unicondylar knee replacement user's manual provides detailed instructions for placing the bone pins and tracker arrays. The user is instructed to keep the drill in line with the pin when attaching/detaching.